Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the pump was alarming with an empty cartridge warning but the cartridge was full. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow up # 1 date of submission 2/07/2017 ¿ this complaint was reported in error. The issue is not a considered a reportable product malfunction because the pump will alarm to alert the user prior to the pump running out of insulin.